Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the initial implant procedure, the right ventricular (rv) lead was unable to obtain proper readings at multiple placements. A new rv lead was successfully implanted to resolve the event. The patient was stable.